Event description:
Add'l info rec'd from MFR 4/4/04: ICU medical was never notified of the complaint by the customer nor were the sample sent to abbott to ICU medical for review or testing. A review of the complaint database did not reflect any complaints being recorded against the catalog number 12240 for separation in the time frame referenced in the report. The only complaint reported against the 12240, catalog number was recorded december 3, 2003 for a pt "putting the clave connector in their mouth."

Event description:
Seven inch clave extension pulled apart from blue clave port. #12240 which pulled apart was sent by ICU - abbott medical as replacement for #12315 which was discontinued. Set #12738-01 was the set that was supposed to replace the original 12315.